Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not evaluate the subject device. Omsc could not review the manufacturing history (DHR) of the subject device because more than 15 years had passed since the subject device was manufactured and there was no record. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that the reported phenomenon was attributed to the image communication failure due to the ingress of the water into the inside of the camera cable which was caused by the damage with the excessive external force, or the electrical contact failure at the electrical contacts of the video plug which was damaged by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the endoscopic image of the subject device could not be displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the reported phenomenon was not duplicated. Sorc also found that there were corrosion, wear and dents on the electrical contacts of the video plug, and there were scratch and water leak on the camera cable.